Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No photos were provided. A device history record was performed and did not reveal any issues that may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Per the description summary, ¿there was protruding calcification at non-coronary cusp side of sinotubular junction (stj) which likely caused balloon burst. There was moderate calcification on native aortic valve, aortic root and sinotubular junction (stj).¿ based on this information, it is likely that the root cause of the balloon burst is related to those detailed in a technical summary documented and written by edwards. A detailed root cause analysis for similar returned complaints has been summarized in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. Patient had heavily calcified native leaflets and calcified lvot. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). In this case, available information therefore suggests that patient (calcification) likely contributed to the complaint events. As the device was not returned, no device visual abnormalities could be observed, and dimensional measurements could not be taken. However, an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. The technical summary is applicable to this complaint because calcification was present in the annulus and could have caused the balloon to burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences (B)(6) affiliate, during valve deployment of a 26mm sapien 3 valve by transfemoral approach, with 1ml less of nominal volume, the balloon of commander delivery system burst. The valve was directly deployed without performing a balloon aortic valvuloplasty (bav). Final valve position was 80:20 aortic/ventricular as intended. Although inflation volume became 2.5 ml less than nominal volume due to balloon burst, the valve was properly secured without notable regurgitation. The procedure was completed without performing post-dilation. No patient injury or complication occurred. Per report, there was protruding calcification at non-coronary cusp side of sinotubular junction (stj) which likely caused balloon burst. The patient¿s native aortic valve, aortic root and sinotubular junction (stj) was moderately calcified. The stj diameter measured 25.7 mm.